Manufacturer narrative:
(B)(4) on an unreported date, the patient experienced peritonitis. The reported product is an unknown baxter healthcare cassette. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis while performing automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient stepped on their patient line and it became disconnected from the transfer set. The patient reconnected and resumed pd therapy. The bacterial peritonitis was manifested by cloudy effluent and fever. The patient was hospitalized. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Hospitalization was ongoing. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.